Manufacturer narrative:
Event summary: a clinical issue (arrhythmia) occurred during the case. There is no indication of relation of adverse event to the performance of the device. The patient data files showed at least nineteen applications were performed with catheter 2af284/ 66896 without any issue on the date of the event. Upon visual inspection of the balloon catheter, results showed the device was intact with no apparent issues. Smart chip verification showed that the catheter has been used for nineteen applications. The catheter passed the performance test and electrical integrity as per specification. In conclusion, a clinical issue (arrhythmia) occurred during the case. There is no indication of relation of adverse event to the performance of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, ventricular fibrillation (vf) occurred. Direct current cardioversion was performed, and the vf resolved. It was noted that the cause of the ventricular fibrillation was unclear. The case was completed with cryo. No further patient complications have been reported as a result of this event.